Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that an asymptomatic patient presented remotely for non-sustained lead noise due to post-paced t-wave oversensing after previous programming changes were made. Programming changes were then again made to resolve the issue. Patient condition was fine.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made in clinic.